Manufacturer narrative:
Four (4) actual devices were received for evaluation outside of their original packages. Visual inspection revealed that all four caps were broken. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) minicaps were cracked which resulted in iodine leakage. This was observed during use of the devices for peritoneal dialysis therapy. It was further described as ¿presents a fissure and liquid leaks¿. There was no patient injury or medical intervention associated with this event. No additional information is available.